Event description:
The pt underwent a (pci) percutaneous coronary intervention. The target lesion was high lateral branch and (aha7) lad-left anterior descending artery. The lesion was a de novo, diffused, moderately calcified and slightly tortuous. There was 90% stenosis. First cypher stent (complaint product 1: 2.5/28mm) was initially implanted at high lateral branch and 2nd cypher (complaint product 2: 3.5/23mm) was implanted proximal to the 1st cypher from the lmt. And then 3rd cypher (complaint product 3: (3.5/18mm) was being delivered distally through 2nd cypher implanted, but the 3rd cypher became stuck inside the distal edge of the 2nd cypher and did not come out of the 2nd cypher during delivery. Therefore, pre-dilation was conducted with a non cordis balloon at 22 atm and the physician tried to redeliver the 3rd cypher, but he was unsuccessful. Due to pre-dilation, vessel's dissection occurred. The details info of the dissection was not available. There was a possibility that the stent strut of the 3rd cypher was flared due to having become caught with the 2nd cypher and so the physician stopped using the 3rd cypher. The main complaint was the 3rd cypher (cjs18350) as failure to cross. There's not a formal complaint for the two initial cyphers, but created pi because the physician indicated that the 3rd cypher might have been involved (friction) with cypher during the delivery of the complaint product. Eventually a bms (tsunami 3.5/20mm) was implanted distal to the 2nd cypher to bail the pt out. The procedure was finished successfully. There was pt injury reported, but the cause of the vessel dissection was not due to the use of the cypher. The product will not be returned for analysis because the product was discarded by the hosp due to the suspicion of mrsa. The physician did not indicate any anomalies prior to use. There was little info available regarding the complaint due to failure to cross. The products are not being returned for analysis.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.